Manufacturer narrative:
Evaluation: injector lot number search. Results- an injector lot number search was performed for similar complaints and there was one similar complaint found

Event description:
The reporter stated that the surgeon was inserting a competitor's lens with a msi-pf injector and the lens haptic tore upon insertion. No patient injury.